Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia (nsvt) and high short interval counts (sic) episodes. The lead was also noted with a single low impedance measurement and one episode of t-wave oversensing (twos) post ventricular sense. Insulation damage was suspected. The lead was inactivated and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Rv lead integrity alert warning for increased sic count and 2 or more vt-ns episodes <(><<)>220 ms on (B)(6) 2015. Rv lead impedance was 57 ohms on (B)(6) 2015. Sic count went up to 175 in 7 days averaging around 25 sic per day. Evidence of oversensing has been noted during vt-ns episodes in last week of (B)(6). (B)(4).